Event description:
This case was initially received via regulatory authority (B)(4) - heath authorities in (B)(4) (reference number: (B)(4)) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("migration of insert into uterus") and pancreatitis ("acute pancreatitis (confirmed lithiasis) requiring hospitalisation for 5 days") in a female patient who had essure (batch no. C51062) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before the inserion for essure the patient was in excellent health. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("only left placement of essure as right uterine tube inaccessible"), vision blurred ("blurred vision"), visual acuity reduced ("reduction in vision"), peripheral swelling ("swollen left leg"), fatigue ("constant fatigue"), back pain ("pain in lumbar region"), abdominal pain ("pain on left side of abdomen") and abdominal distension ("swollen abdomen"). In (B)(6) 2016, the patient experienced pancreatitis (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), ovarian cyst ("functional left ovarian cyst") and mental disorder ("major loss of morale (psychiatric disorder)"). The patient was hospitalized for 5 days. The patient was treated with amitriptyline hydrochloride (laroxyl) and surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pancreatitis, complication of device insertion, vision blurred, visual acuity reduced, peripheral swelling, fatigue, back pain, abdominal pain, abdominal distension, ovarian cyst and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device expulsion, fatigue, mental disorder, ovarian cyst, pancreatitis, peripheral swelling, vision blurred and visual acuity reduced to be related to essure. The reporter provided no causality assessment for complication of device insertion with essure. The reporter commented: suspected pancreatic cancer and then confirmation of lithiasis: hospitalisation for 5 days in (B)(6) 2016 due to acute pancreatitis. She had swollen left leg, no phlebitis was found. Major loss of morale: treatment with laroxyl. Body rejected the essure insert. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and migration of insert into uterus occurred (seen as device expulsion). Consumer underwent a surgery to remove essure approximately 7 months after placement. She also presented acute pancreatitis due to confirmed lithiasis requiring hospitalisation for 5 days. Both events are serious, pancreatitis due to hospitalization and other event due to medical importance. Pancreatitis is unanticipated in the reference safety information for essure while other event is anticipated. In the present case, after essure insertion the essure migrated into uterus. The exact date and mechanism of the event is unknown. Given its nature, a causal relationship with essure cannot be excluded. Regarding pancreatitis, considering that essure acts locally in fallopian tubes, the causality between this event and the micro insert can be excluded. This case was regarded as incident since device removal was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority ansm - heath authorities in france (reference number: (B)(4)) on 03-apr-2017. The most recent information was received on 15-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain on left side of abdomen"), device expulsion ("migration of insert into uterus / possible natural expulsion: no insert was found in the uterine tube or the uterus during hysteroscopy or post operative plain film of abdomen"), obstructive pancreatitis ("acute pancreatitis (confirmed lithiasis) / balthazar grade-2 acute pancreatitis requiring hospitalisation for 5 days") and cholelithiasis ("gallbladder microlithiasis") in a 38-year-old female patient who had essure (batch no. C51062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulliparous, cervical conization in 2008, human papilloma virus test in 2009, cervicitis (in dec-2009, jan-2011, dec-2011, dec-2012, jan-2014 and oct-2015.) In 2009 and corrective lens user. She has an anteverted uterus. She was followed by a doctor from (B)(6) 2016 for various benign conditions with no signs of seriousness. Before the insertion of essure the patient was in excellent health and was entirely satisfactory. Concurrent conditions included general anaesthesia. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), complication of device insertion ("only left placement of essure as right uterine tube inaccessible"), vision blurred ("blurred vision"), visual impairment ("reduction in vision / her visual impairment worsened"), peripheral swelling ("swollen left leg"), fatigue ("constant fatigue / chronic fatigue"), back pain ("pain in lumbar region") and abdominal distension ("swollen abdomen"). In october 2016, the patient experienced pain in extremity ("pain and oedema in the left calf"), oedema peripheral ("pain and oedema in the left calf") and abdominal pain upper ("intermittent pain in the right and left hypochondria"). In november 2016, the patient experienced obstructive pancreatitis (seriousness criteria hospitalization and medically significant). In december 2016, the patient experienced cholelithiasis (seriousness criterion hospitalization). In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst ("functional left ovarian cyst"), depression ("depressive state / major loss of morale (psychiatric disorder)"), rheumatic disorder ("rheumatologic disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders") and general physical health deterioration ("health status progressively deteriorated"). The patient was hospitalized from (B)(6) 2016 and then from 5(B)(6) 2016. The patient was treated with amitriptyline hydrochloride (laroxyl), lamaline [atropa bellad ext,caff,papav somnif tinct,paracet], arnica montana (arnica), ultracet (ixprim), surgery (salpingectomy and/ or hysterectomy), surgery (diagnostic hysteroscopy on (B)(6) 2017) and alternative therapy (compression stockings, as well as a gel). Essure was removed in february 2017. At the time of the report, the abdominal pain, visual impairment, fatigue, back pain, pain in extremity, oedema peripheral and abdominal pain upper had resolved and the device expulsion, obstructive pancreatitis, cholelithiasis, complication of device insertion, vision blurred, peripheral swelling, abdominal distension, ovarian cyst, depression, rheumatic disorder, ear disorder, nasal disorder, pharyngeal disorder and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, cholelithiasis, depression, device expulsion, ear disorder, fatigue, general physical health deterioration, nasal disorder, obstructive pancreatitis, oedema peripheral, ovarian cyst, pain in extremity, peripheral swelling, pharyngeal disorder, rheumatic disorder, vision blurred and visual impairment to be related to essure. The reporter commented: her doctor certified that starting on (B)(6) 2016, the patient begins to experience symptoms unusual for her. She had marked deterioration of her physical state of health, which had major psychological repercussions. On (B)(6) 2017, in view of the notable improvement in her health following removal of the insert. On (B)(6) 2017 - complete resolution of the pain following the procedure, which compels the conclusion that the residual pain in the left hypochondrium was related to the insert more than to acute pancreatitis. The patient had acute pancreatitis, the cause of which was not determined. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging abdominal - on (B)(6) 2017: device in the lower part of the cavity. Ultrasound doppler - on (B)(6) 2016: no venous thrombosis. Ultrasound scan - in november 2016: left ovarian follicle measuring approximately 2 cm on (B)(6) 2016, she underwent plain film of the abdomen, which found a linear formation of a metallic nature in the pelvic plane, lateralised to the left, consistent with the insert previously placed. In dec-2016, CT-scan showed balthazar grade-2 acute pancreatitis with ¿loss of lobulation¿ indicating oedema of the tail of the pancreas with no infiltration of fat. On (B)(6) 2016, endoscopic ultrasound showed gallbladder microlithiasis. Common bile duct not well visualised. On (B)(6) 2017, repeat ultrasound showed an essure device entirely within the uterine cavity with its lower extremity at the level of the isthmus. On (B)(6) 2017, nuclear magnetic resonance imaging (MRI) of bile ducts and liver found no significant abnormality of the pancreas apart from slight irregularity of the contour with no stenosis of the pancreatic duct. On (B)(6) 2017, diagnostic hysteroscopy: essure was not found; post-operative plain film of the abdomen showed no essure device. On (B)(6) 2017, repeat plain film of the abdomen to ¿search for the insert¿ found no radio-opaque foreign body in the abdominal pelvic plane. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: abdominal pain: the analysis revealed 2125 cases (excluding this case). Device expulsion: the analysis revealed 619 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: lot number: c51062, production date: 15-apr-2014, expiration date: 30-apr-2017. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 12-apr-2018: case (B)(4) was identified as duplicate of this case. All the information of case (B)(4) was transferred to this case: the patient is part of the class action of the resist association. Rheumatologic disorders, ent disorders, and health status progressively deteriorated were added as events. Event abdominal pain was upgraded from non-serious to serious since the patient underwent salpingectomy and/or hysterectomy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: r1704625) on 03-apr-2017. The most recent information was received on 01-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain on left side of abdomen / abdominal pain post essure placement'), device expulsion ('migration of insert into uterus / possible natural expulsion: no insert found in the uterine tube or the uterus during hysteroscopy or post operative plain film of abdomen / essure was expelled by normal ways'), obstructive pancreatitis ('acute pancreatitis (confirmed lithiasis) / balthazar grade-2 acute pancreatitis') and cholelithiasis ('gallbladder microlithiasis') in a 38-year-old female patient who had essure (batch no. C51062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis (episodes of mild to moderate cervicitis in (B)(6) 2009, (B)(6) 2011, (B)(6) 2011, (B)(6) 2012, (B)(6) 2014 and (B)(6) 2015) in 2009, human papilloma virus test in 2009, cervical conisation (for cancer in situ of uterine cervix (low grade 1, i.e. Slight dysplasia)) in 2008, nulliparous (no child desire), uterine synechiae, alcohol use (occasional), tobacco user (10 cigarettes per day since 15 or 16-year-old) and early menopause (since age 39). She has an anteverted uterus, normal lung auscultation, abdomen supple and painless, and no scar. No history of spontaneous abortion, elective abortion or salpingitis clinically obvious, and also no cardiovascular anomaly or allergy. She was followed by a doctor from (B)(6) 2012 to (B)(6) 2016 for various benign conditions with no signs of seriousness. Before the insertion of essure the patient was in excellent health and was entirely satisfactory. Previously administered products included for an unreported indication: monalisa (copper iud) and contraceptive combined pills. Concurrent conditions included corrective lens user and general anaesthesia (three times within a few months). In 2016, the patient experienced oedema peripheral ("pain and oedema in the left calf / lower limbs oedema / oedema of lower limbs"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain ("pain in lumbar region / lumbar pain / pain on thorax"), abdominal distension ("swollen abdomen"), complication of device insertion ("only left placement of essure as right uterine tube inaccessible"), vision blurred ("blurred vision"), visual impairment ("reduction in vision / her visual impairment worsened"), peripheral swelling ("swollen left leg") and fatigue ("constant fatigue / chronic fatigue"). On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pain in extremity ("pain and oedema in the left calf"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced obstructive pancreatitis (seriousness criteria hospitalization and medically significant) with abdominal pain upper. In (B)(6) 2016, the patient experienced cholelithiasis (seriousness criterion hospitalization). In 2017, the patient experienced amenorrhoea ("was in amenorrhea since 2017"). On an unknown date, the patient experienced menorrhagia ("menorrhagia / on gynecologic standpoint menstrual periods were very profuse (4 to 5 sanitary towels per day) / menorrhagia post essure placement"), dysmenorrhoea ("menstrual pains more intense after essure placement on left side"), ovarian cyst ("functional left ovarian cyst"), depression ("depressive state / major loss of morale (psychiatric disorder)"), rheumatic disorder ("rheumatologic disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), general physical health deterioration ("health status progressively deteriorated"), neuralgia ("neuropathic pain") and peripheral venous disease ("slight venous insufficiency of lower limbs / venous insufficiency"). The patient was hospitalized from (B)(6) 2016 and then from (B)(6) 2016. The patient was treated with amitriptyline hydrochloride (laroxyl), analgesics, antidepressants, arnica montana (arnica), lamaline [atropa bellad ext,caff,papav somnif tinct,paracet], nsaids, paracetamol;tramadol hydrochloride (ixprim), surgery (diagnostic hysteroscopy on (B)(6) 2017 and cholecystectomy) and compression stockings, as well as a gel. Essure was removed in (B)(6) 2017. In (B)(6) 2017, the device expulsion and back pain had resolved. At the time of the report, the abdominal pain, obstructive pancreatitis, visual impairment, fatigue, pain in extremity and oedema peripheral had resolved and the cholelithiasis, menorrhagia, dysmenorrhoea, amenorrhoea, abdominal distension, complication of device insertion, vision blurred, peripheral swelling, ovarian cyst, depression, rheumatic disorder, ear disorder, nasal disorder, pharyngeal disorder, general physical health deterioration and peripheral venous disease outcome was unknown. The reporter considered abdominal distension, abdominal pain, amenorrhoea, back pain, cholelithiasis, depression, device expulsion, dysmenorrhoea, ear disorder, fatigue, general physical health deterioration, menorrhagia, nasal disorder, neuralgia, oedema peripheral, ovarian cyst, pain in extremity, peripheral swelling, peripheral venous disease, pharyngeal disorder, rheumatic disorder, vision blurred and visual impairment to be related to essure. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered obstructive pancreatitis to be unrelated to essure. The reporter commented: on (B)(6) 2016, no essure placement on right side due to synechia. Her doctor certified that starting on (B)(6) 2016, the patient began to experience symptoms unusual for her. She had marked deterioration of her physical state of health and major psychological repercussions. The pain prevented her to sleep for 2 days, she was apyretic. The essure was expelled by normal ways between (B)(6) 2017 (MRI date) and (B)(6) 2017. In (B)(6) 2017, abdominal pain had not resolved after acute pancreatitis resolution. After (B)(6) 2017, the patient informed that things returned to normal after essure removal. On (B)(6) 2017, in view of the notable improvement in her health following removal of the insert. On (B)(6) 2017 - complete resolution of the pain following the procedure, which compels the conclusion that the residual pain in the left hypochondrium was related to the insert more than to acute pancreatitis (in which the cause was not determined). It was reported that she had menstrual periods in april, and then in september, november and december. The reporter concluded that acute pancreatitis was not related to essure implant. It is not possible to exclude that pains described by the patient after acute pancreatitis are not at all related to the migration of the essure implant into the uterine cavity. On the other hand, it is certain that the persistence of pain after the (B)(6) 2017 are not related to this migration. Venous insufficiency and menstrual periods change not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Abdominal x-ray - on (B)(6) 2016: linear formation of a metallic nature in the pelvic plane, lateralised to the left, consistent with the insert previously placed; on (B)(6) 2017: post-operative plain film of the abdomen showed no essure device. There was no uterine lesion or perforation, synechia on right side still present; on (B)(6) 2017: repeat plain film of the abdomen to ¿search for the insert¿ found no radio-opaque foreign body in the abdominal pelvic plane. Computerised tomogram - in (B)(6) 2016: balthazar grade-2 acute pancreatitis with ¿loss of lobulation¿ indicating oedema of the tail of the pancreas with no infiltration of fat. Hysteroscopy - on (B)(6) 2017: diagnostic hysteroscopy - essure was not found. Nuclear magnetic resonance imaging - on (B)(6) 2017: no significant abnormality of the pancreas apart from slight irregularity of the contour with no stenosis of the pancreatic duct. Undelined irregularity of main pancreatic duct in corporeo-caudale region. It was an acute pancreatitis secondary to gallbladder microlithiasis requiring cholecystectomy. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2017: device in the lower part of the cavity. Ultrasound doppler - on (B)(6) 2016: no venous thrombosis. Ultrasound scan - in (B)(6) 2016: left ovarian follicle measuring approximately 2 cm; on (B)(6) 2017: essure device entirely within the uterine cavity with its lower extremity at the level of the isthmus. Quality-safety evaluation of ptc: lot number: c51062 production date: 15-apr-2014 expiration date: 30-apr-2017. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-jul-2019: patient¿s information was updated, lab data and treatment therapy were added. Furthermore the event ¿lower limbs oedema¿ was amended with the event ¿oedema in the left calf¿, and the events menorrhagia, neuralgia, menstrual cramps, amenorrhea and venous peripheral insufficiency were added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm - heath authorities in france (reference number: (B)(4)) on 03-apr-2017. The most recent information was received on 15-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of insert into uterus / possible natural expulsion: no insert was found in the uterine tube or the uterus during hysteroscopy or post operative plain film of abdomen"), pancreatitis ("acute pancreatitis (confirmed lithiasis) / balthazar grade-2 acute pancreatitis requiring hospitalisation for 5 days") and cholelithiasis ("gallbladder microlithiasis") in a (B)(6) year-old female patient who had essure (batch no. C51062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulliparous, cervical conization in 2008, human papilloma virus test in 2009, cervicitis nos (*in (B)(6) 2009, (B)(6) 2011, (B)(6) 2012, (B)(6) 2014 and (B)(6) 2015.) In 2009 and corrective lens user. She has an anteverted uterus. She was followed by a doctor from 08-aug-2012 to 03-nov-2016 for various benign conditions with no signs of seriousness. Before the insertion of essure the patient was in excellent health and was entirely satisfactory. Concurrent conditions included general anaesthesia. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("only left placement of essure as right uterine tube inaccessible"), vision blurred ("blurred vision"), visual impairment ("reduction in vision / her visual impairment worsened"), peripheral swelling ("swollen left leg"), fatigue ("constant fatigue / chronic fatigue"), back pain ("pain in lumbar region"), abdominal pain ("pain on left side of abdomen") and abdominal distension ("swollen abdomen"). In (B)(6) 2016, the patient experienced pain in extremity ("pain and oedema in the left calf"), oedema peripheral ("pain and oedema in the left calf") and abdominal pain upper ("intermittent pain in the right and left hypochondria"). In (B)(6) 2016, the patient experienced pancreatitis (seriousness criteria hospitalization and medically significant). In (B)(6) 2016, the patient experienced cholelithiasis (seriousness criterion hospitalization). On an unknown date, the patient experienced ovarian cyst ("functional left ovarian cyst") and depression ("depressive state / major loss of morale (psychiatric disorder)"). In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was hospitalized from (B)(6) 2016 and then from (B)(6) 2016. The patient was treated with amitriptyline hydrochloride (laroxyl), lamaline [atropa bellad ext,caff,papav somnif tinct,paracet], arnica montana (arnica), ultracet (ixprim), surgery (diagnostic hysteroscopy on (B)(6) 2017) and alternative therapy (compression stockings, as well as a gel). At the time of the report, the device expulsion, pancreatitis, cholelithiasis, complication of device insertion, vision blurred, peripheral swelling, abdominal distension, ovarian cyst and depression outcome was unknown and the visual impairment, fatigue, back pain, abdominal pain, pain in extremity, oedema peripheral and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, cholelithiasis, depression, device expulsion, fatigue, oedema peripheral, ovarian cyst, pain in extremity, pancreatitis, peripheral swelling, vision blurred and visual impairment to be related to essure. The reporter provided no causality assessment for complication of device insertion with essure. The reporter commented: her doctor certified that starting on (B)(6) 2016, the patient begins to experience symptoms unusual for her. She had marked deterioration of her physical state of health, which had major psychological repercussions. On (B)(6) 2017, in view of the notable improvement in her health following removal of the insert. On (B)(6) 2017 - complete resolution of the pain following the procedure, which compels the conclusion that the residual pain in the left hypochondrium was related to the insert more than to acute pancreatitis. The patient had acute pancreatitis, the cause of which was not determined. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging abdominal - on (B)(6) 2017: device in the lower part of the cavity ultrasound doppler - on (B)(6) 2016: no venous thrombosis. Ultrasound scan - in (B)(6) 2016: left ovarian follicle measuring approximately 2 cm on (B)(6) 2016, she underwent plain film of the abdomen, which found a linear formation of a metallic nature in the pelvic plane, lateralised to the left, consistent with the insert previously placed. In (B)(6) 2016, CT-scan showed balthazar grade-2 acute pancreatitis with [?]loss of lobulation' indicating oedema of the tail of the pancreas with no infiltration of fat. On (B)(6) 2016, endoscopic ultrasound showed gallbladder microlithiasis. Common bile duct not well visualised. On (B)(6) 2017, repeat ultrasound showed an essure device entirely within the uterine cavity with its lower extremity at the level of the isthmus. On (B)(6) 2017, nuclear magnetic resonance imaging (MRI) of bile ducts and liver found no significant abnormality of the pancreas apart from slight irregularity of the contour with no stenosis of the pancreatic duct. On (B)(6) 2017, diagnostic hysteroscopy: essure was not found; post-operative plain film of the abdomen showed no essure device. On (B)(6) 2017, repeat plain film of the abdomen to "search for the insert" found no radio-opaque foreign body in the abdominal pelvic plane. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-sep-2017 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 283 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: c51062, production date: 15-apr-2014, expiration date: 30-apr-2017. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-sep-2017: reporter's information was updated and a new reporter was provided. The patient's information and lab data were updated, treatment drug lamaline, arnica and ixprim were added, and also the outcome for the events "reduction in vision", "pain in lumbar region", "pain on left side of abdomen" and "chronic fatigue" were provided. The events "pain and oedema in the left calf", "gallbladder microlithiasis", "intermittent pain in the right and left hypochondria" and "depressive state" were added. Previously reported event "migration of insert into uterus" was updated: on (B)(6) 2017 the patient underwent a diagnostic hysteroscopy and despite complete exploration of the uterine cavity, essure was not found; a post operative plain film showed no essure device (possible natural expulsion). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (B)(4) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("migration of insert into uterus") and pancreatitis ("acute pancreatitis (confirmed lithiasis) requiring hospitalization for 5 days") in a female patient who had essure (batch no. C51062) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before the insertion of essure the patient was in excellent health. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("only left placement of essure as right uterine tube inaccessible"), vision blurred ("blurred vision"), visual impairment ("reduction in vision"), peripheral swelling ("swollen left leg"), fatigue ("constant fatigue"), back pain ("pain in lumbar region"), abdominal pain ("pain on left side of abdomen") and abdominal distension ("swollen abdomen"). In (B)(6) 2016, the patient experienced pancreatitis (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), ovarian cyst ("functional left ovarian cyst") and mental disorder ("major loss of morale (psychiatric disorder)"). The patient was hospitalized for 5 days. The patient was treated with amitriptyline hydrochloride (laroxyl) and surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pancreatitis, complication of device insertion, vision blurred, visual impairment, peripheral swelling, fatigue, back pain, abdominal pain, abdominal distension, ovarian cyst and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device expulsion, fatigue, mental disorder, ovarian cyst, pancreatitis, peripheral swelling, vision blurred and visual impairment to be related to essure. The reporter provided no causality assessment for complication of device insertion with essure. The reporter commented: suspected pancreatic cancer and then confirmation of lithiasis: hospitalisation for 5 days in (B)(6) 2016 due to acute pancreatitis. She had swollen left leg, no phlebitis was found. Major loss of morale: treatment with laroxyl. Body rejected the essure insert. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-may-2017 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 239 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: c51062 production date: 15-apr-2014 expiration date: 30-apr-2017. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and migration of insert into uterus occurred (seen as device expulsion). Consumer underwent a surgery to remove essure approximately 7 months after placement. She also presented acute pancreatitis due to confirmed lithiasis requiring hospitalization for 5 days. Both events are serious, pancreatitis due to hospitalization and other event due to medical importance. Pancreatitis is unanticipated in the reference safety information for essure while other event is anticipated. In the present case, after essure insertion the essure migrated into uterus. The exact date and mechanism of the event is unknown. Given its nature, a causal relationship with essure cannot be excluded. Regarding pancreatitis, considering that essure acts locally in fallopian tubes, the causality between this event and the micro insert can be excluded. This case was regarded as incident since device removal was required. The product technical investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.